Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was unknown. The customer stated that they started off using the insulin pump with the saline, was inputting information into the device and received the alarm. Troubleshooting was performed and insulin did exit. The customer reported that the cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.